Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿unexpected pfs error¿ messages. Further analysis of the software related to this event is being conducted by the software engineering team. No further containment or correction is required at this time. The naviosystem.logs could not confirm the reported "internal error" message that was reported to have occurred after the "robotic drill cable disconnected" errors. Review of the log files found that the cori console had restarted after the robotic drill cable disconnected errors. Where this restart occurred is where the internal error would have likely been presented to the user. However, because the cori console was restarted, the internal error was not logged. In addition, the internal error message is not a captured screenshot. This is likely an occurrence of known software bug that has been corrected and released in cori-v1.4.3, but it cannot be confirmed because the internal error was not confirmed in the logs. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn:(B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿unexpected pfs failure¿ message. Analysis of the naviosystem logs found the ¿unexpected pfs failure¿ was due to a bad exposure position sensor (beps) error. The beps error is typically known to throw the robotic drill cable disconnected error, where the system thinks the handpiece is disconnected. The unexpected pfs failure error can occur in all landmark states if the handpiece has been disconnected when performing a step that does not require use of the handpiece. If the handpiece was disconnected, it needs to be re-identified. However, the handpiece can only be identified in the handpiece connection state. Therefore, when the user is in a landmark state and not the handpiece connection state, the error is thrown. This error can also occur if there is a tcu error that occurs in between the handpiece setup stages. Further analysis of the software related to the unexpected pfs error is being conducted by the software engineering team. The naviosystem.logs could not confirm the reported "internal error" message that was reported to have occurred after the "robotic drill cable disconnected" errors. Review of the log files found that the cori console had restarted after the robotic drill cable disconnected errors. Where this restart occurred is where the internal error would have likely been presented to the user. However, because the cori console was restarted, the internal error was not logged. In addition, the internal error message is not a captured screenshot. This is likely an occurrence of known software bug, but it cannot be confirmed because the internal error was not confirmed in the logs. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although not confirmed, the likely occurrence of the internal error occurring after the robotic drill cable disconnected error is a known software error that has been corrected and released in cori-v1.4.3.

Event description:
It was reported that during a cori tka procedure, they received an "unexpected pfs failure" after advancing from checkpoint verification to femur bone removal. They hit quit, and re-calibrated the robotic drill. Later on, it was received an internal error. They performed a re-boot, re-calibrated, and then were able to resume without interruption further interruption and a delay of fewer than 30 minutes. There was no injury to the patient. No other complications were reported.